Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading of "252 mg/dl." The patient uses two onetouch ultramini meters and could not verify which meter had the inaccuracy issue. On 04/27/2010, this medical surveillance contacted the patient to clarify information obtained during the initial phone call. The patient manages his diabetes with self adjusting insulin and tests his blood glucose more than 4 times per day. The patient takes insulin based on his carbohydrate intake and the lfs meter readings. On (B) (6) 2010, the patient obtained a blood glucose reading of "252 mg/dl" in the morning, which the patient felt was inaccurately high. Based the elevated reading, the patient reportedly took an increase dose of insulin. The patient claimed that he kept getting low readings on the subject meter throughout the day. At 2 pm, the patient indicated that he fell down. The patient did not loss conscious and did not have any symptoms at the time of concern. His boss called the paramedics. Shortly after, the patient was tested on the paramedic's meter at "32 mg/dl". The patient also tested with the subject meter at "60 mg/dl" at the time of concern. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. The patient was treated with IV glucose and was hospitalized for 5 days. During his hospital stay, the patient's insulin regimen was reduced. The patient's carbohydrate to insulin ratio decreased from 15:1 to 10:1. Since his hospital stay, the patient is currently taking less insulin and reportedly has not had any hypoglycemic episode. During troubleshooting, the csr noted that the patient did not have any control solution to perform a quality test. The test strips are in good condition and within the discard date. The results were taken from an approved test site and the testing technique was correct. This complaint is being reported because the patient claimed that he received medical intervention for acute complication of diabetes after he took insulin per the alleged elevated reading obtained on the lfs meter. Replacement product were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.